Event description:
The customer reported to baxter (B)(4) of a ball valve buretrol i.v. Sol.admin.set in which the set showed a detachment between the spike and tubing. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was not received however, sample pictures were available for evaluation. Photographic inspection revealed a disconnection at the level of the junction tube and the spike. A retained sample was tested and the dimensions of both parts (tube & spike) were conforming as per product specifications the reported condition was confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.